Event description:
I used fixodent from 1999 to 2008 4x a day. I began having migraines and numbness and tingling in my extremities. Dose or amount: denture cream, frequency: 4 x daily, route: oral. Dates of use: 1999 - 2008. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no.